Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2020-02140. The device investigation is pending.

Event description:
The customer is reporting the pads were not usable as they would not peel off the paper backing during a patient use event. Patient outcome is unknown.